Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severely calcified and severely tortuous left anterior descending artery. Access was obtained through the femoral artery. The physician implanted a non-bsc stent and then advanced the 3.0x8mm quantum maverick balloon to the lesion to post dilate. On the first inflation, the balloon ruptured at unk pressure. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 3.0x8mm quantum maverick balloon. Pt status is reported as "good".

Manufacturer narrative:
(B)(6). Device evaluation: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).